Event description:
This event was reported as torrential mitral regurgitation due to degenerated xenograft, shortness of breath iii, nyha class iii, mild congestive cardiac failure and palpitations. No further info was provided.